Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 300 mg/dl. Further information was not collected as the customer was disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.